Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The foot separation and the failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It appears there was a posterior needle to cuff miss. There was no damage to the posterior needle. The foot separation is likely related to device manipulation with the foot open, the foot capturing vessel and force applied. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device, after a percutaneous coronary intervention (pci) procedure with a 6f sheath. Reportedly, when removing the plunger (step 3), a cuff miss was assumed as no suture limb was attached to the needle, but the white link was attached on the needle. When the device was removed, only one side of the footplate remained. The missing portion of the foot plate was not seen in the anatomy, and the physician suspected the portion of the foot plate was missing at the beginning of the procedure. Manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.